Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported the stimulator stopped working. It was noted the patient had no complaint about the device. The patient did not know when the therapy stopped working. The patient was (B)(6) and not very active anymore so did not have a need for the therapy any longer. The patient did not intend on following up with the physician and did not plan on using the therapy any more. It was noted the patient was elderly and difficult to understand. The patient wanted to donate back the equipment as the device quit working. Relevant medical history included post lumbar laminectomy syndrome.